Manufacturer narrative:
The MDR supplemental report is being submitted to provide additional information. Updated fields: h4 manufacturing date - 4/16/2024 olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to component failure, expected or random component failure without any design or manufacturing issue which is due to electrical/electronic component problem identified, the performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the lithotripsy transducer intermittently had no power output. There was no patient involvement.